Event description:
It has been identified that this record, mrn 9617229-2024-06612, is a duplicate of mrn 9617229-2024-09090. Please see mrn 9617229-2024-09090 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported left side capsular contracture baker grade unknown. Device remains implanted.